Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump was received stuck in a loop of a motor error alarm during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case on the display window corner, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed motor error. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.